Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was seen exiting the infusion set tubing. Reportedly, the luer lock connection was secure. The customer removed the pump from the case and reported that the cartridge was no longer attached to the pump. A cartridge was successfully loaded to address the event and insulin delivery was resumed. Blood glucose was 400 mg/dl.